Event description:
It was reported that returning product (B)(4), lot z14675, 14 mm screw as indicated on the screw head. The measurement is that of a (B)(4) 16 mm screw.

Manufacturer narrative:
Once the investigation has been completed, any additional info will be reported in a supplemental report.